Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus misalignment issue. The connection between the printed circuit board (pcb) and the overlay was cleaned, reseated, and the stylus was able to be calibrated. Analysis also noted that the right keyboard hinge was broken. The hinge was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus and the cursor were misaligned on the screen. The user replaced the stylus but the issue persisted. The programmer was returned for service. There was no patient involvement.